Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The device was filled with 8000mg of flucloxacillin diluted with an unspecified amount of 0.9% sodium chloride. Prior to patient use, it was observed the infusor leaked into bottle and bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: november 9, 2016 ¿ november 10, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph shows a pool of liquid inside the green overpouch. The reported condition was verified. Further evaluation was not possible, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.